Event description:
Rptr has pain in left leg, numbness of lower extremities and back and pain under shoulder blades. They were implanted on 11/88 due to sliding spine and arthritis. In 1/93 the plate and screws were removed. Doctors claimed rptr's pains were due to the plate and screws. In 1/94 she had rods, screws and clips inserted. Since the plate and the screws were removed she has been on the slow road to recovery.